Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number for the symbiq tubing set was not provided. The symbiq tubing set has a common device name of 80frn and has a 510k of k041550. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported backflow of fluid from the secondary solution container into the primary solution container. The symbiq primary tubing set was being used to deliver normal saline at an unspecified rate via a symbiq pump. At an unspecified time, the male adapter of a secondary tubing set was connected to the proximal clave y-site on the symbiq primary tubing set for piggyback delivery of zosyn 3.375gm/50ml at a rate of 12.5ml/hr for a duration of 4 hrs. The primary solution container was lowered below the secondary solution container. The customer contact reported that immediately after the zosyn delivery was started, the nurse noted that the medication "was running faster than the programmed rate and potentially backing up into the primary bag." The delivery was stopped. The tubing sets were replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.